Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Additional information was requested and the following was obtained:per the affiliate did the device cut? Yes. Were any staples deployed? Yes. Were the deployed staples formed correctly? No. On what tissue type was the device used? At what location on the tissue? Pyloric antrum of stomach, tissue is thick. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. What color cartridge was being used? Green. What other color cartridges were used before and after this event? Yes, green and blue. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Yes. During firing. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No, surgeon has to manipulate to reverse the knife return, because it gets jammed on that part. Was there any difficulty removing the device from the tissue? Yes. Is there any other additional information you would like to share about this device or procedure? After proper continue six firing in a case, the seven fired get misfired and stapler are jammed. The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cartridge was received for analysis. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a sleeve gastrectomy procedure, the surgeon fired six reload to do the sleeve, but during the seventh firing of device it misfired and jammed. Procedure was delayed 10 minutes. No consequences for the patient.